Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed the host pc was not booting up. Upon troubleshooting, the fse identified that the hard disk was defective. To resolve the issue, the fse replaced hard disk, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot properly. The device was not clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.